Event description:
The facility representative reported an infuso.r. Pump with a condition of "keeps buzzing when turned on and then it stops working." This condition occurred while the patient was connected to the pump but after patient delivery. This condition has the potential to cause an interruption of delivery. The device was changed out and the therapy was started again. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of buzzing when turned on and then stops working involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a poor battery connection. It was recommended that the customer use a different brand of c-sized batteries to fix the reported condition.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.